Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the pump repeatedly emitted occlusion alarms after a cs 064 alarm was cleared and the infusion set was changed. The user allegedly experienced a bg reading of 369 mg/dl with the occurrence of this issue and switched to injections; the alleged bg excursion does not meet criteria for a serious injury. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: multiple ¿occlusion¿ alarms (cs 147-0200) observed in the black box on the reported failure date of (B)(6) 2013. The time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration reading is within specifications. The pump was opened, no damage was found to the force sensor or on the power circuits.